Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. System check was performed with tandem technical support. Customer changed supplies and resumed insulin therapy. Customer's blood glucose was 550 mg/dl. Customer administered a manual insulin injection to address elevated blood glucose.